Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details will be requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with 2 ml of juvéderm® voluma¿ xc into the cheeks and 1 ml of juvéderm® vollure¿ xc into the nasolabial folds. Approximately two months later, patient was injected with 1 ml of juvéderm® volbella¿ xc into the lips with leftover was put in the marionette lines. Approximately one month later, patient has a dental procedure and developed non-inflammatory nodules in area where volbella was injected 12 days later. 8 days later, patient was treated with a small amount of hylenex and massage. 5 days later, the lips, the nasolabial folds and cheeks were inflamed. Patient was put on medrol dosepak. 4 days later, patient was treated with doxycycline and hylenex in all areas. Patient switched to clindamycin and started on prednisone (60 mg for 2 days, 40 mg for 2 days, and 20 mg for 2 days) a week later when symptoms persisted. As swelling increased, patient was switched to doxycycline the next day. Symptoms resolved two days later. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00643 (allergan complaint #(B)(4), MDR ID# 3005113652-2022-00644 (allergan complaint #(B)(4). This MDR is being submitted for the suspect product, juvéderm® volbella¿ xc.